Event description:
Pyrix corp. 9380 carroll park dr, san diego, ca 92121. The instructions clearly state that overfilling of the pyxis storage compartments can lead to jamming of the unit and in some extreme cases dropping of a portion of the contents into the bottom internal compartment of the unit. It should be noted that even if this occurs, the medication in question is still not subject to external unauthorized access. Thus, based on MDR reporting requirements, this event is not officially reportable.